Manufacturer narrative:
(B)(4): follow up MDR for device evaluation: two photos of 1ml luer-lok syringes were received and evaluated. One image shows the box carton label with applicable product information including correct lot number 3312426, and the other image shows inner bag label with all applicable product information including incorrect lot number 3311450. The condition observed is non-conforming per product specification. Potential root cause for the incorrect label defect is associated with the bulk handling process. The incorrect box label was found during the production run and the outer boxes were relabeled; however, the inner box labels were missed during the relabeling procedure. Corrective actions have been taken including updated the label control sheet document to verify the inner bag label during a line clearance as well as sending a quality alert to the manufacturing plant to raise awareness of this defect. A device history record review was completed for provided lot number 3312426 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c label content was incorrect. The following information was provided by the initial reporter: "this email is to inform you that, alcon incoming inspection has found the material 309648 of outer box lot number 3312426 doesn¿t match with the inner label lot number 3311450. Please refer to the attachments." Product details: material number (B)(4) lot number: (B)(4) qty: (B)(4). Po: (B)(4) additional information provided on 01/18/2024 1. Any adverse event or serious injury reported to patient or healthcare professional? - na 2. Was there a delay of, or change in, the course of treatment due to the event? - na 3. Any sample or photo available for investigation?- yes, attached the images of the nonconformance. 4. How was the patient outcome? Are there any clinical signs, health consequences or impact?- na 5. How was treatment completed for customer?- na 6. Patient status?- na 7. Any picture of this complaint- attached 8.please explain elaborate issue?- alcon incoming inspection has found the material 309648 of outer box lot number 3312426 doesn¿t match with the inner label lot number 3311450. 9. Date of event?- (B)(6) 2024 10.physical available/not available?- available 12. Customer address?- refer to my signature. 13.lot number - 3312426

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.